Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for gi bleeding for 5 days and again for another 12 days. The source of the bleed was identified as being an ulcer. The patient is only on aspirin for anticoagulation and coumadin. The patient was discharged. No further info is available at this time.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.